Event description:
Report of an adverse event associated with short throw snare (00711019) was received from a distributor. A follow up information provided by the user reports the polypectomy snare became incarcerated during removal of a thick stalk polyp. The electrosurgical generator was replaced, and resection was completed with a second snare after a 30 minute delay. The patient was admitted to the ward of observation, and required no further treatment.

Manufacturer narrative:
The handle portion only of the device was returned for investigation; and was not sufficient for investigative purposes. The manufacturing record was reviewed and no anomalies were noted in the manufacture of the device. This report will updated if additional information becomes available.